Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intervalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Per the valve academic research consortium (varc), prosthetic heart valve device success is described as no prosthesis- patient mismatch and mean aortic valve gradient <20 mmhg or peak velocity <3 m/s, and no moderate or severe prosthetic valve regurgitation. Valve-related dysfunction (structural valve deterioration) is described as a mean aortic valve gradient >20 mmhg, eoa <0.9¿1.1 cm2 and/or dvi <0.35 m/s, and/ or moderate or severe prosthetic valve regurgitation requiring repeat procedure (tavi or savr). In the short term, abnormally high gradients may indicate a leaflet that is not functioning optimally, while in the longer term an abnormally high gradient could result from calcification of the leaflets. Abnormally low gradients may be a symptom of regurgitation. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the increased gradient and patient symptoms 6 month post viv cannot be determined; however, likely due to patient / prosthetesis mismatch. Investigation results suggest/indicate procedural factors (post viv cracking of the surgical valve) resulted in severe ai and the subsequent explant of the surgical valve/sapien 3 valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the edwards implant patient registry, a 23mm sapien 3 valve was explanted approximately 6 months post implant in the aortic position. An edwards magna bioprosthesis valve was implanted. Per the site valve clinic coordinator (vcc) and edwards field clinical specialist (fcs), the sapien 3 valve was implanted in an existing mosaic surgical valve. The valve in valve (viv) procedure went well with no complications reported. Post procedure, the gradient was ¿a little¿ higher than expected at 12 mmhg to 13 mmhg. This was thought to possibly be due to the viv procedure and existing surgical valve. Post procedure, the patient refused anticoagulation therapy, electing for aspirin only. The patient was doing well after the viv procedure and was discharged in stable condition. Six months post procedure, while residing in a different state, the patient became symptomatic and was referred to another tavr facility for evaluation. The exact details of evaluation were not provided. The cause for the patient symptoms was not determined. It was speculated that mitral valve insufficiency or increased gradients of the surgical valve/sapien 3 valve may have contributed to the patient¿s symptoms. The decision was made to ¿crack¿ the original mosaic surgical valve. During the procedure, the surgical valve was cracked, resulting in severe aortic insufficiency (ai), possibly central, of the sapien 3 valve. Due to the severe ai, the surgical valve and sapien 3 valve were explanted. An edwards magna valve was implanted. The patient is doing well. The location of the explanted valves is not known. The valves were not returned to edwards for evaluation.

Manufacturer narrative:
(B)(4).